Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. At this time, a replacement procedure has not been scheduled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated record with information regarding the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. At this time, a replacement procedure has not been scheduled. This device remains in service. No adverse patient effects were reported.